Event description:
It was reported that during preparation for procedure, the customer wanted the console to be inspected. Upon checking the console, it was identified that the high reflector (hr) mirror of second and fourth channels were spotted and currently the console is working up to 30 watts. There was no patient involved at the time of event.